Manufacturer narrative:
Date of event: unknown. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ 10ml bns, the device experienced foreign matter in the device cannula. The following information was provided by the initial reporter. The customer stated: it was reported the syringe had black specks in it.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/28/2021. H.6. Investigation: eight photos and two loose 10ml control syringes (p/n 304134) were received and evaluated. The eight photos appeared to show parts of the same syringe from different angles. The plunger rods and barrel flanges on both syringes had multiple flecks of loose dust-like particulates present outside the fluid path. The foreign matter particulates were identified via fourier transform infrared spectroscopy(ftir) analysis to most likely be made up of an oil-based lubricant. The observed samples were non-conforming per product specification. Process review and machine evaluation were performed as part of this investigation. Machine dials are to be cleared of plastic dust and wiped down with isopropyl alcohol every shift per internal instruction. Potential root cause for the foreign matter outside the fluid path defect is associated with the assembly process. It is likely a buildup of lubricant from the siliconization process led to particulate buildup sticking to the dials. It is possible some of these particulates may have contacted the syringes during assembly. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported when using the bd luer-lok¿ 10ml bns, the device experienced foreign matter in the device cannula. The following information was provided by the initial reporter. The customer stated: it was reported the syringe had black specks in it.